Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented visible air bubbles and a leaking valve. Faradrive sheath was inserted into patient, when aspirating, bubbles filled up the 20cc syringe. Physician confirmed the valve was leaky. Checked if bubbles could be seen from outside of the clear sheath, and if bubble was coming from saline drip. Once confirmed no bubbles from both, it was concluded that air was entering via the faradrive valve. A replacement sheath was used to resolve the issue. The procedure was completed successfully without patient complications. The device is expected to be returned.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented visible air bubbles and a leaking valve. Faradrive sheath was inserted into patient, when aspirating, bubbles filled up the 20cc syringe. Physician confirmed the valve was leaky. Checked if bubbles could be seen from outside of the clear sheath, and if bubble was coming from saline drip. Once confirmed no bubbles from both, it was concluded that air was entering via the faradrive valve. A replacement sheath was used to resolve the issue. The procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
Visual inspection of the device noted that no abnormalities or defects were found on the exterior of the sheath. The faradrive steerable sheath was leak tested and did not pass leak tests. Microscopic inspection also revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path. Inspection of the hemostatic valves did not find any defects or abnormalities linked to a potential contribution to the allegation.